Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing and showed noise on the electrogram. There was a concern that the lead integrity alert did not trigger but it was later determined that the alert function was never loaded. It was further reported that at the follow up visit three days post replacement the patient had a left chest wall hematoma but no intervention was necessary. The lead was explanted and replaced. No patient complications have been reported as a result of this event.